Event description:
The customer reported there was an appearance as if foreign material was attached on part of the lens during reprocessing involving an olympus rhino-laryngo videoscope. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.